Event description:
Customer called to report a prime/fill anomaly on the insulin pump. Customer reported that they are experiencing low blood glucose levels. Customer's blood glucose reading was 49 mg/dl. Customer declined to troubleshoot for blood glucose, but was transferred to bayer to troubleshoot for her meter. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.